Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling or ramping numbers noted during our testing. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was unknown. The mother stated that the pump alarmed low battery and the act button would not respond. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.